Event description:
The hub cracked when screwed to inflator an abbott manufacturer. A piece was lost when it was unscrewed. There was no pt injury reported. There were no anomalies noted when the device was removed from the packaging. The device was not resterilized. The device was pulled from the packaging by the hub but no anomalies were noted at that time. The device was prepped according to IFU. There was no difficulty encountered flushing the sds. The device was not used in the pt.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete, as noted in h3. Add'l info will be submitted within 30 days of receipt.